Event description:
It was stated that the customer has been experiencing low blood glucose levels, which required medical assistance by the paramedics. It was stated that the customer has been undergoing radiation treatments and has worn the insulin pump during the treatment sessions. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.